Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth and recurrent infections at abutment site, subsequently the patient was treated with oral antibiotics and underwent skin revision surgery during an abutment change (date not reported).